Manufacturer narrative:
Updated fields - b4, d8, d9, e4, g1 (contact person ¿ mfg site), g3, g6, h2. Corrected field- d1, d4 (serial number, version, UDI).

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2024-0004479. Please refer to mfg report number 2249723-2024-0004479 for all information for this complaint event. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fluid in iabp gas line. There was no patient harm reported.